Event description:
The pt was admitted to the hospital for removal and replacement of bilateral breast implants and total capsulectomies secondary to baker grade 3 capsules of the breast. The double lumen breast implants had been placed twenty years ago. Both outer saline lumens were found to be deflated at the time of surgery. The right breast had a baker grade 3-4 capsule and the left side had a baker grade 1-2 capsule.